Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient states he had a sling implanted in june. His condition has not improved. His urologist thinks the sling failed and he is sending the patient to someone else to discuss the artificial urinary sphincter (aus).